Event description:
The technical service representative reports eighteen discrepant total protein urine pt results while performing a correlation study. The third and fourth repeated values were generated from a different analyzer with same methodology. Pt 1, initial result 9.6 mg/dl, repeated three times gave 7.9, 5.9 and 6.0 mg/dl. Pt 2, initial result 18.0 mg/dl, repeated three times gave 18.2, 5.1 and 7.2 mg/dl. Pt 3, initial result 17.1 mg/dl, repeated three times gave 17.1, 4.0 and 3.1 mg/dl. Pt 4, initial result 9.3 mg/dl, repeated three times gave 9.5, 5.4 and 5.3 mg/dl. Pt 5, initial result 18.1 mg/dl, repeated three times gave 18.1, 4.4 and 5.0 mg/dl. Pt 6, initial result 9.7 mg/dl, repeated three times gave 10.9, 2.3 and 1.6 mg/dl. Pt 7, initial result 3.9 mg/dl, repeated three times gave 5.8, 3.2 and 2.6 mg/dl. Pt 8, initial result 12.9 mg/dl, repeated three times gave 12.1, 3.6 and 3.1 mg/dl. Pt 9, initial result 4.8 mg/dl, repeated three times gave 3.3, <2.0 and 1.8 mg/dl. Pt 10, initial result 19.0 mg/dl, repeated three times gave 18.6, 3.2 and 2.0 mg/dl. Pt 11, initial result 10.3 mg/dl, repeated three times gave 8.9, 4.9 and 4.6 mg/dl. Pt 12, initial result 13.9 mg/dl, repeated three times gave 12.6, 2.7 and 2.4 mg/dl. Pt 13, initial result gave 9.8 mg/dl, repeated three times gave 10.1, 2.8 and 3.5 mg/dl. Pt 14, initial result 11.8 mg/dl, repeated three times gave 12.4, 2.9 and 3.3 mg/dl. Pt 15, initial result 4.9 mg/dl, repeated three times gave 4.7, 4.1 and 1.8 mg/dl. Pt 16, initial result gave 12.3 mg/dl, repeated three times gave 13.4, <2.0 and 1.6 mg/dl. Pt 17, initial result 10.3 mg/dl, repeated three times gave 9.5, 5.7 and 5.5 mg/dl. Pt 18, initial result 17.3 mg/dl, repeated three times gave 16.5, 4.9, and 4.8 mg/dl. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.